Event description:
It was reported, viewed in x-rays that the gamma 3 long nail was fractured. Pt was revised.

Manufacturer narrative:
Add'l info has been requested and if received will be supplied on a supplemental report.